Manufacturer narrative:
On (B)(6) 2012, it was reported that the patient expired the day following the procedure. It was also reported that the patient's apex was frail and became friable when the sutures were placed to stop the bleeding from the catheter site.

Event description:
As reported by the edwards field clinical specialist, upon withdrawal of the retroflex3 sheath from the left ventricular apex, the patient lost several units of blood. Poor tissue quality made it difficult to regain hemodynamics. The patient was placed on cpb and sent to sicu on ECMO.

Manufacturer narrative:
See also manufacturing report number 2015691-2012-18183. The edwards sapien retroflex3 delivery system is not indicated for use via a transapical approach; however, bleeding is known potential adverse event associated with the transapical transcatheter aortic valve replacement (tavr) procedure. The majority of apical bleeding complications/ventricle ruptures are related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In addition, according to the available literature there is a higher incidence of apical bleeding from female patients and patients aged over 80 years. Furthermore, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, the cause of the catheter site bleeding cannot be confirmed; however, the noted poor tissue quality may have contributed to the event. Of note, the sapien valve was deployed transapically using a retroflex 3 transfemoral delivery system. The IFU clearly indicates that the retroflex 3 delivery system is labeled for a transfemoral retrograde approach. There is no evidence at this time that the event was related to the off-label use of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.